Event description:
It was reported that the user experienced low glucose readings and roller-coaster glycemic variability while using the system in conjunction with an fsl3+ sensor that appeared inaccurate, prompting education to stop the sensor and start a new one and coaching on gentler carbohydrate corrections. Customer care provided support that included complaint evaluation and user troubleshooting guidance. Investigation of this case revealed sensor inaccuracy and user overcorrection behavior as contributing factors, with no device malfunction identified. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.